Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to a non-specific product performance anomaly. No additional adverse patient effects were reported. This device has not been returned.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported. This device has not been returned. Additional information was received indicating that this device was explanted and replaced due to normal battery depletion. No product performance anomaly was noted. This device has been returned.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Additional information from the field was received indicating that this device was explanted and replaced due to normal battery depletion. This product did not exhibit a product performance anomaly and thus, this event no longer meets complaint criteria.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported. This device has not been returned. Additional information was received indicating that this device was explanted and replaced due to normal battery depletion. No product performance anomaly was noted. This device has not been returned.